Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00425, 1627487-2021-00426. It was reported during patient's procedure to reposition patient's ipg on (B)(6) 2021 (reference reg report: 3006705815-2020-32550). The patient's physician pulled the drg leads. In turn, the physician opted to explant and replace the drg leads. Effective therapy was established post-op.